Manufacturer narrative:
Device manufacture date: november 2, 2017 ¿ november 3, 2017. The actual sample was received at the plant for analysis. Visual inspection on the returned unit noted no signs of no damage or defects to the device bladder. The bladder was found to be in its normal condition. A functional flow test was performed on the unit and no signs of rupture or leak were found on the bladder. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a small volume intermate was damaged. This event occurred while filling the device with flucloxacillin. There was no patient involvement. No additional information is available.